Event description:
Per the surgeon, it was reported that the patient underwent explant surgery on (B)(6) 2023, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the internal magnet was removed. Additional information has been requested but has not been made available as of the date of this report.